Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the anesthesiologist pulled the catheter out of the patient very gently, but the catheter material still became very weak and broke off into patient. Surgical removal was required. The patient's condition is unknown at this time.

Event description:
It was reported that the anesthesiologist pulled the catheter out of the patient very gently, but the catheter material still became very weak and broke off into patient. Surgical removal was required. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was difficult to remove. The customer returned one snaplock assembly and one epidural catheter for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the extrusion at the distal tip appears to be intact on the returned catheter. However, the extrusion and the coil wire are stretched at the distal end. The proximal side of the catheter appears to be intact as no damage was observed. The catheter appears to have been used as adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed. Specifications per graphic kz-05400-002 rev. 8 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 7, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of the catheter being difficult to remove was confirmed based upon the sample received. The catheter showed signs of significant stretching at the distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of the extrusion and coils stretching at the distal end, unintentional user error caused or contributed to this event.